Manufacturer narrative:
(B)(4). During laboratory evaluation, the reported complaint was confirmed as per pst. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. This complaint is related to (B)(4) / medwatch #1828100-2017-00022. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported by the product surveillance technician (pst) that during testing of the device on (B)(4) / medwatch #1828100-2017-00022, there was air leaking from the air inlet of the electronic patient gas system (epgs). There was no patient involvement.

Manufacturer narrative:
The service technician replaced the compression fitting. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.